Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years 6 months post implant of this 29mm aortic bioprosthetic valve, it was successfully replaced valve-in-valve with a 29mm transcatheter aortic valve due to severe insufficiency and stenosis. No additional adverse patient effects were reported.